Event description:
While troubleshooting for a check heater line alarm, it was reported that there were ¿gaps of air¿ in the patient line during fill 1. The patient was connected at the time of the event. During troubleshooting, there was nothing unusual noted with the supplies. The technical service representative (tsr) assisted the registered nurse (rn) in ending therapy. The rn planned to restart therapy using all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.